Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no communication error, off no power or low battery alerts were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Multiple boluses were delivered and all boluses were recorded in daily totals and carelink downloaded report history. No history anomaly was noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with off no power; this has been a recurring issue and the customer was on her eighth new battery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. Additionally, the customer received a motor communication error, which could not be troubleshot due to the off no power alarm. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.